Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2014-03694 and 2134265-2014-03762. It was reported that automatic pullback failure occurred. During the preparation of a percutaneous coronary intervention, an opticross was used to a moderately tortuous, mildly calcified lesion located at the middle of left anterior descending artery with 75 percent stenosis. The device was connected to the mdu5 plus and was recognized but image did not appear and it was not able to do pullback. Reconnection and flushing were made, but the issue was not resolved. The procedure was completed with the same sled, the same mdu5+ and a new opticross. No patient complication was reported and the patient's condition was good.